Event description:
A malfunction was reported with a malfunction code labeled malf 0. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump that was still under warranty and provided instructions for putting the pump into storage mode. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the caller was instructed to return the faulty pump within 10 days using a prepaid label, with which they complied.